Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted for pocket erosion. Cpi physician's manual #354335-001a, page 8, lists erosion as an adverse effect of the ipg.